Event description:
It was reported that a pump exhibited new software upgrade functional and operational issues whereby more medication discharged than requested during testing. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The downstream occlusion sensor seal was found to be bubbled. The event log showed no evidence of the reported problem. Upon function testing, the reported problem could not be duplicated as the device operated as intended. The root cause of the reported problem is unknown. The downstream occlusion sensor was replaced as a preventative measure. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4.